Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue was not confirmed as the stent had already been fully deployed. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication or a lot specific product quality issue. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a left proximal superficial femoral artery. The 5.5x150mm supera stent was deployed without issue. However, during retrieval of the delivery catheter for removal, the nose cone separated inside the anatomy. The system was continued to be removed and the stent pulled out of the sfa to the end of the sheath. The nose cone was snared, the sheath/stent were removed together. There was no adverse patient effect and no clinically significant delay during the procedure. The procedure was aborted, and the patient scheduled to return in two weeks. No additional information was provided.